Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician was unable to retract the needle, and the connector of the outer sheath detached. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device found that the needle was partially extended, but could be fully retracted. No kinks or bends were identified on the outer extrusion. A functional evaluation revealed that the outer sheath was detached from outer hub. The needle would fully extend and retract if outer sheath held in place, but the outer sheath would move when actuated if not held in place. The inner hub and sheath were removed from the outer hub. No kinks or bends where identified on the inner sheath. Further inspection revealed that the set screw used to attach the outer extrusion to the outer hub was not present in the distal outer hub indicating it was not installed in device when assembled. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician was unable to retract the needle, and the connector of the outer sheath detached. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)